Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple, intermittent unexpected shutdowns occurred. Customer confirmed pump display turned on when plugged into a power source. Blood glucose level was 160 mg/dl. Reportedly the customer had manual injections as alternate insulin therapy.